Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as rash on the back that is itchy with welts as garment is tight. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed gold bond for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.